Manufacturer narrative:
The dates of the events are unknown; however, according to the article the study period was from july 2018 to july 2019. For this reason, the first day of the reported study period (01-jul-2018) was used as the occurrence date. Article reference: welle, garrett a., bassim el-sabawi, jeremy j. Thaden, kevin l. Greason, kyle w. Klarich, vuyisile t. Nkomo, mohamad a. Alkhouli et al. "Effect of a fourth-generation transcatheter valve enhanced skirt on paravalvular leak." Catheterization and cardiovascular interventions (2020). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the pvl could not be determined with the information provided by the authors. However, patient factors not provided and/or the mechanisms described above are likely contributing factors for the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the article, ¿effect of a fourth-generation transcatheter valve enhanced skirt on paravalvular leak¿, patients who underwent tavr at one center from july 2018 to july 2019 were included in a prospective institutional registry. Patients were evaluated at 30 days post-tavr with a transthoracic echocardiogram to assess for paravalvular leak (pvl). A total of 260 consecutive patients were included. Of these, 101 patients received a sapien 3 ultra valve and 159 patients received a sapien 3 valve. During the study period, one patient with the 20mm sapien 3 valve developed pvl requiring re-intervention. Eight (8) days post-procedure, the patient presented with dyspnea and was found to have severe pvl of the sapien 3 valve, which was increased from mild pvl on tte 3 days prior. The patient was successfully treated with transcatheter closure.